Event description:
Information was received indicating that during annual inspection a smiths medical medfusion 4000 syringe infusion pump exhibited a "motor not running" error message. Per reporter there was no patient involvement.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seals were intact. The top case was cracked on the front left corner. There was no visible contamination. There was a motor not running error in the event history log. An occlusion test was performed. The motor not running error was replicated using the customer's parameters: 300 ml/hr. The investigator determined that the main pc board was not seated on the extrusion grove (i.e. The sensor was not aligned with the worm coupling gear-facets). This product problem occurred from the pump being dropped. This was identified as the root cause. The investigator re-assembled and realigned the main pc board. The investigator also replaced the following components: damaged top and bottom cases and the left plunger case. The pump was then cleaned, greased and calibrated. The pump subsequently passed the functional tests.